Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that there was sudden increase in pacing threshold measurements along with an increase in pacing impedance measurements from 502 to 920 ohms involving this right ventricular (rv) lead. The physician suspected the rv lead might be fractured. Surgical intervention was performed and despite some difficulty, the rv lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed calcified body fluid (calcification) on the distal shocking coils and over the helix housing. Depending on the amount of calcification that was on the lead prior to explant, the impedance measurements could have been affected. The lead was also returned severed at 47 cm from the distal tip. The returned segment of the lead passed electrical testing and microscopic analysis did not reveal any fractures. Overall, analysis was not able to confirm the allegations made against the lead in the field.

Event description:
--